Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low mg/dl. Cause of low blood glucose was unknown. Customer had a juice box to address blood glucose. The customer will continue to use current pump for insulin delivery.